Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has not recharged the scs system nor felt stimulation for the past 4 months. Reportedly, troubleshooting revealed the ipg will no longer communicate with any external devices and the patient programmer displays an error message. The ipg was deemed as inoperable. As a result, surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Follow-up identified surgical intervention was undertaken during which time the ipg was explanted and replaced with a new model. The issue is resolved.